Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Customer reported an elevated blood glucose (bg) level of 343 (mg/dl). During troubleshooting with tandem technical support, a review of the pump history indicated a bolus was not entered or delivered by the customer. Customer subsequently delivered a bolus and later reported bg levels had decreased.